Manufacturer narrative:
Concomitant products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 13-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (10mg/ml at .6mg/day) via an implantable pump for spinal pain. It was reported that the pump was flipping in the pocket. She has a history of losing and gaining weight. The doctor would have to flip the pump at times to be able to refill the pump. The pump pocket was revised on (B)(6) 2021 and at that time it was discovered that the catheter had broken in the flank. They replaced the pump segment from the flank to the pump and tacked down the pump. The issue was resolved at the time of the report.